Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, it was found that two different lot numbers of the same code mentioned different needle codes. It was not the same needle in terms of surgical capabilities. One is thicker and more robust than the other. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/09/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported that the device had label issues. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a sample of product code x31026 lot#lke805 and box of same product code lo#lhh050 with different description and image of needle could be observed. This mismatch is due to a different graphic version were used on the batches.